Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that ¿take the skin effect is not good¿. On november 16, 2016, it was clarified that the issue was the doctors¿ feedback was that the machine was not easy to use, the skin taken is uneven, and the motor is weak. The event occurred during surgery on (B)(4) 2016 with no harm to the patient or operator. The blade was placed properly for use and the device has not been repaired by anyone other than zimmer biomet. The surgical technique for the device was utilized and the patient was under anesthesia during the 20 minute delay. On december 7, 2016. It was further clarified that the harvested graft was usable and there was no additional graft taken. It was also noted that there was no additional device used in the procedure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on november 8, 2016 revealed that the motor was running below specifications at 2100 rpm. The control lever torque testing was not performed. The control bar was flush with the master blade. The device was out of calibration at all four settings. Repair of the air dermatome was performed by zimmer biomet surgical on november 16, 2016 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, motor, ball bearing and needle bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was running under the specifications and the device was out of calibration. The root cause of the skin effect not being good was due to defective motor and the device being out of calibration. The issue was resolved with the replaced the vespel sleeve bearings, semi-circle bearings, screws, motor, ball bearing and needle bearing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the taking the skin effect is not good and had a lack of power. There was a delay of 20 minutes. No adverse events were reported as a result of this malfunction.